Event description:
It was reported that a cot tip event occurred while attempting to load the patient into the ambulance. It was reported that the medics were allegedly having difficulty moving the cot due to weather and surface conditions. It was identified that the (B)(6) man received a head injury that required medical intervention. It was also reported that the patient expired a few days later in the hospital.

Manufacturer narrative:
The device has not been made available for evaluation.

Manufacturer narrative:
It was reported that the patient had pre-existing conditions that the customer alleged to have contributed to the patient death. A visual and functional inspection was allegedly performed by a customer representative at the user facility. It was reported to the manufacturer representative, that the cot was working to specifications and no defects were found during the inspection. It was identified that the conditions of the road during the transport contributed to the cot tip event.

Event description:
It was reported that a cot tip event occurred while attempting to load the patient into the ambulance. It was reported that the medics were allegedly having difficulty moving the cot due to weather and surface conditions. It was identified that the (B)(6) year old man received a head injury that required medical intervention. It was also reported that the patient expired a few days later in the hospital. Further information has not been provided.